Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
Information was received from a consume who is not required to complete form 3500a. Evaluation summary: primary surgical notes identify patient status post previous bony patella realignment surgery. The remainder of the patient history was consistent with severe bicompartmental degenerative joint disease of the left knee involving the medial compartment more so than patella/femoral joint with varus deformity and no flexion contractive. Notes indicate that the patient had severe erosive subchondral bone disease of the medial compartment mostly at the medial femoral condyle and the patella/femoral joint and the lateral compartment mildly involved. Intra operative visualization identified tri-compartmental disease. Office notes indicate diagnostic imaging revealed the tibial component is driving into varus with a cement mantel which is a change since previous post-operative x-rays. Revision surgical notes indicate a mild effusion and swelling with flexion up to 100 degrees with a stable knee. Revision surgical notes stated that the tibial component was easily removed. The package insert lists loosening as a known inherent risk of the procedure. A root cause for the complaint cannot be determined at this time. Evaluation codes: review of the device history records did not find any deviations or anomalies. The information on this form was previously submitted on manufacturing report number 1822565-2014-01546.